Event description:
It was reported that during a routine pulse generator changeout, the device exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.